Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint that the teflon pad was detached from the instrument. The harmonic ace instrument was found to have teflon pad damage on the clamp arm. The teflon pad was found to be dislodged and not returned with the instrument. The missing piece measured approximately 0.110" x 0.428" in size. Root cause of this failure is attributed to mishandling/misuse. A review of the submitted image was performed and the following additional information was provided: the image showed the instrument tip with obvious damage, detached teflon pad, and product information. No conclusive determination could be made based on the analysis of the image. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed damage on the teflon pad cable on the tip of the harmonic ace instrument and the teflon pad was detached. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.